Event description:
Reportedly, approximately one week after implantation of the intraocular lens (iol) the patient had iritis. The iol was explanted approximately 3 weeks later. Additional information has been requested.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history records (DHR) found no nonconformities or anomalies related to this complaint. The investigation is in progress. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
Additional information was received indicating patient had a history of acute iritis, and therefore the device causality is unrelated. This event does not meet reportability requirements and is no longer deemed reportable.

Event description:
Additional information was received indicating the patient had iritis when the intraocular lens (iol) was implanted. Due to the iritis, the patient had anisometropia and the iol was explanted. In the surgeon''s opinion, the likely cause of the event was that the wrong diopter was implanted.